Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. During the tissue testing, sticking was not ob served. It was reported that the jaws was difficult to open and the tissue was sticking. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of improperly cleaned and knife damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws and l-hook clean. Build-up of eschar may reduce the sealing, cutting, dissecting effectiveness, and may heat the jaws to the point of damaging the insulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, the jaws of the handpiece were stuck together and would not open and adnexa tissue was sticking to the jaws approximately 30 minutes into procedure. It was cleaned periodically. The knife blade did not extend nor protrude beyond the edge of the jaws. A new handpiece was used and it worked successfully. There was no patient injury.